Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the catheter was found to be broken after patient mobilization. In the morning on the day of the event, the catheter was functioning as it had been used for therapy. The break occurred in the external section, with the catheter cut approximately one centimeter above the fixation wings. The securacath device remained in place, with a portion of the catheter still inside". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned a 1-lumen PICC catheter for analysis. The separated catheter was returned with two components. However, the markings on the distal portion of the catheter body do not align with the markings of the proximal portion of the returned catheter. It can be assumed that the catheter was intentionally trimmed and the trimmed portion of the catheter was returned. However, the separated portion of the catheter body was not returned. Signs of use were observed on the juncture hub in the form of medication present. Visual analysis revealed that the catheter body was separated 9mm from the juncture hub. The point of separation appeared stretched and pinched/narrowed. Microscopic examination confirmed the separation and the deformation. The observed damage appears consistent with a localized undue force being applied to the catheter resulting in a fracture. The point of separation measured 99mm from the juncture hub. The separated catheter body length measured 125mm and 9mm, which is not within the specification limits of 551.57mm - 556.35mm per the catheter product drawing. This suggests that the catheter body was intentionally trimmed approximately 125mm from the distal end and the separated portion of the catheter was not returned. However, the exact amount trimmed could not be measured as the catheter body showed signs of stretching. The catheter body outer diameter (at the point of separation) measured 0.0325", which is not within the specification limits of 0.053" - 0.057" per the catheter extrusion product drawing. The outer diameter (in an area not affected by stretching) measured 0.0530", which is within the specification limits of 0.053" - 0.057" per the catheter extrusion product drawing. The discrepancy with the outer diameter measuring outside of the specification limits indicates that the catheter was pinched at the point of separation. A lab inventory guidewire (outer diameter measured 0.0180") was inserted through the distal tip of the catheter body. No resistance was encountered, and the guidewire passed through all functional sections with little to no difficulty. Performed per IFU statement, "if 80 cm guidewire is used, insert guidewire into distal lumen until soft tip of guidewire extends beyond catheter tip. Advance guidewire/catheter as a unit through peel-away sheath to final indwelling position, while maintaining control of distal end of guidewire." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a separated catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was separated around 9mm from the juncture hub. Further microscopic and dimensional analysis revealed evidence of pinching and deformation at the point of separation of the catheter. The length of the returned catheter body portions did not meet dimensional specifications; therefore, indicating the entirety of the catheter body was not returned. The markings on the returned portions of the catheter body did not align so it can be assumed that the catheter was intentionally trimmed and then separated due to undue force. A device history record review did not reveal any relevant findings to suggest a manufacturing issue in the catheter body. Based on the customer report that the damage was observed during use and on the evaluation of the photos and samples provided, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter was found to be broken after patient mobilization. In the morning on the day of the event, the catheter was functioning as it had been used for therapy. The break occurred in the external section, with the catheter cut approximately one centimeter above the fixation wings. The securacath device remained in place, with a portion of the catheter still inside". No patient harm or injury. The patient status is reported as "fine".